Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The user facility reported a 60 year old male on ECMO support who was having an impella 5.5 pump placed. The pump was unable to be delivered. The team was unable to deliver across the valve. A new 5.5 pump was placed. The patient survived the procedure.

Manufacturer narrative:
The investigation of delivery issues has been completed. Reported having difficulty getting the pump past the aortic valve. A guidewire was used. Implant was aborted due to vascular anatomy and replaced. There were no delivery issues with the replacement pump. Catheter kink found between motor housing and 20 mark on the returned pump. No other damages or abnormalities found. The root cause of the delivery issues was most likely patient condition related since delivery was aborted due to vascular anatomy. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26676 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name, address, country and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26676. H6 investigation conclusions code 4315 was erroneously on the initial manufacturer device report number 1220648-2025-26676.